Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) hanger was broken. The hanger assembly was replaced. It was also determined at analysis that the seal assembly and the liquid crystal display (lcd) was damaged. The epg failed the incoming test due to the defective lcd. The firmware was updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hanger of the external pulse generator (epg) required replacement. The epg was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.